Event description:
Device leakage, the report received indicated that during a coronary procedure, the physician advanced the 3.50 x 33 mm cypher stent. There were no difficulties advancing the device through the vasculature or any difficulties crossing the lesion. However, at the first inflation attempt, the balloon did not inflate and contrast was leaking out of the device. The leak was identified at the junction of the hub and the shaft; as such, the leak, prevented any pressure to be maintained. The device was exchanged and the procedure was completed with another similar device. There was no report of injury or adverse consequences to the patient. Additional information indicated that the target vessel was the right coronary artery, the class a type lesion did not present any calcification. Prior to patient insertion, there were no difficulties encountered while prepping the unit.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.